Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy, the liga clip was fired and the clips would not compress enough to form a tight/hemostasis seal. The device was operated properly and no excessive amount of tissue was between the jaws. Clips were fired multiple times and all loose. Replaced with same device and completed without delay or harm to patient. Had to retrieve two clips that fell off of vessel because they didn¿t pinch down and were loose. There were no patient consequences reported. No additional information is known.